Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 39.6cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 2.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The patient was lying still in bed in the supine position at the time of the failure. The customer followed the help menu without resolution. The getinge representative advised them to use an alternate arterial line site, or the central lumen of the iab catheter, but they could not locate a pressure cable. They were given the steps in order to make the connection and zero the iabp if they found the cable. At the time, they were looking throughout the facility, and they reached out to a sister hospital that may have the correct cables. The iab was removed after approximately 24 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # : (B)(4).